Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the patient's wound check, it was noticed by the clinic nurse that the rv threshold had increased. Patient was asymptomatic. X-ray revealed that the lead had pulled back. The patient was brought back to the ep lab for lead revision. Patient was in stable condition prior to the revision. The lead was explanted and a new lead was implanted. There were no adverse patient events.